Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was noise of an unknown cause was detected. The noise was also present when measurements were performed with the helix extended, and therefore the alligator cable was replaced. As the noise still existed, the v-side of the analyzer was connected, and measurements were performed again. Yet, the noise persisted. Therefore, the lead was once removed from the patient, and the helix was examined in solution. Ensuring that there was no foreign material or debris at the lead tip, the lead was delivered to the lesion again. However, a noise was detected once again, and it persisted even when all the medical instruments inside the cath lab were turned off. Although air block was highly possible. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.